Manufacturer narrative:
Results: the embolization coil of the second smart coil evaluated was intact with the pusher assembly and had offset coil windings. Conclusions: evaluation of the returned devices revealed all three smart coils had offset coil windings. If the smart coil introducer sheath is not properly aligned in the hub of the microcatheter when the smart coil is advanced, the embolization coil may anchor and begin to take shape within the hub, causing the user to experience resistance while advancing. If the smart coil is forcefully advanced against this resistance, the embolization coil windings may become offset. The offset coil winding likely prevented the smart coils from advancing into the non-penumbra microcatheter during functional analysis. Further evaluation revealed the introducer sheath of the first smart coil evaluated was bent in multiple locations. This damage was likely incidental and may have occurred during packaging for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00306, 3005168196-2017-00308.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communication artery using penumbra smart coils (smart coils). During the procedure, while attempting to advance three smart coils through another manufacturer¿s microcatheter, the physician noticed that the smart coils would not advance out of their introducer sheaths and into the microcatheter. Therefore, the smart coils were removed and an attempt was made to advance them into a new microcatheter on the back table; however, the smart coils would still not advance into the new microcatheter. The procedure was completed using a new smart coil and additional coils. There was no report of an adverse effect to the patient.